Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on on 15th february 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and that it had performed to specification, alongside random manual power ons, up to the 9th august 2015. The device records multiple manual power ons, mainly of ten minutes duration, between the 10th august 2015 and the 27th july 2016. The device successfully performed all subsequent weekly auto self-tests between the 31st july 2016 and the 19th february 2017. Further multiple manual power ons, mainly of ten minutes duration, were recorded between (B)(6) 2017 and the last log entry on (B)(6) 2017. During this time, an installed pad-pak became depleted. The device was disassembled to investigate. After further investigation the reported fault was determined to be caused by a membrane failure, resulting in corrosion on the membrane tail. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.